Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The broken ends of the suture are frayed. This complaint can be confirmed. The possible root causes of the suture break are excessive force placed on the suture when tightening or coming in contact with a sharp object. There was not enough information provided with the complaint to be able to make a determination of the root cause beyond these two possibilities. A review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field no nonconformances were identified for this part-lot number combination per qlik query executed 11/09/2018. Review conducted per (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that during an acl procedure it was noted that the loop was broken. The broken piece didn't fall into patient. Changed the new plate to complete. There was no adverse event on patient. The patient condition is stable.

Manufacturer narrative:
Depuy synthes is submitting this report. This report may be based on information which depuy synthes may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The device manufacture date was inadvertently missed in the initial report and has been updated as 1/18/2016. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.